Manufacturer narrative:
B5 updated with additional information received. H6 coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported confirmation the that the hemorrhage was not caused by or related to the react catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that on the 24 hour follow-up imaging crf, it was noted that there was an imaging finding of "hi-2 haemorrhagic transformation and intraparenchymental haemorrhage in the infarct territory". All medtronic devices performed as intended. Site was queried to reportable adverse event. The patient experienced sudden numbness or weakness of the face, arm, or leg, especially on one side of the body. The patient is alive with no injury. The patient was undergoing surgery for thrombectomy procedure. The patient's medical history includes heart failure, hyperlipidemia, hypertension, myocardial infarction (mi), myocardial or coronary artery disease, tobacco use - former. Ancillary devices include a sofia 6f, embotrap iii 5x37mm.